Event description:
On 3/19/97, pt was given a dialysis treatment. During the treatment, water was noticed to be coming from the back of the dialysis machine. No alarms went off. Dialysis treatment was completed and successful. Co tech said ot was due to a break in the ultrafiltration tube.